Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was changed while troubleshooting with tandem technical support; however, the issue persisted. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The customer consumed liquids and attempted to give correction bolus via the pump to address the bg. The customer reverted to an alternate method in insulin therapy.